Manufacturer narrative:
The insulin pump had unresponsive buttons due to a corroded electronic assembly. The motor assembly was also found corroded. The insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube, minor scratches on the display window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 127 mg/dl. The customer reported that the insulin pump was exposed to water and the screen would not come on. The customer also reported cracks on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer declined to return the insulin pump. No additional information was provided.